Manufacturer narrative:
Additional medical device report numbers for medical devices involved in the same event described in this submission: - 3009222247-2017-00019, - 3009222247-2017-00020, - 3009222247-2017-00021, - 3009222247-2017-00023, - 3009222247-2017-00024, - 3009222247-2017-00025, - 3009222247-2017-00026. Weight is unknown despite attempts to obtain this information from reporter via phone. UDI: not available. Primary di number: (B)(4). Investigation: the actual device associated with this MDR was not returned, therefore the device could not be inspected and the lot number is not available for a review of the DHR. An overall review of the DHR, ncr files, and validation activities was conducted for the product subject of this complaint. There were no findings that could have contributed to this MDR. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It has been reported that revision surgery was conducted for a miami device solutions (mds) proximal humerus plating system due to infection.